Event description:
It was reported that the ventilator alarmed for tidal volume too low during patient treatment at emergency care. There was no patient harm. Manufacturer ref. #: (B)(4).

Manufacturer narrative:
The service is not requested by the customer and the ventilator was examined by the hospital staff. According to received information, it was found out that root cause was the leak in the non- maquet patient breahing circuit and there was no ventilator malfunction. The logs were not provided for our evalution. The cause of the reported loss of volume was the leakage in the patient breathing circuit. The cause of the leakage has not been determined.

Event description:
Manufacturer ref.#: (B)(4).